Event description:
It was reported to adac that the collimator was not sitting on the drawer properly. When the drawer was pulled out, one side of the collimator became disengaged from the tray and was hanging. There were no injuries.